Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, product type: software, software version: 1.0.1124. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump for spinal pain. The patient reported the connection time lag time was quite long at 91%. The patient confirmed the issue has been going on for about a year. The agent walked the patient through the outlined steps and the patient resynced and confirmed the connection was much quicker. The issue was resolved.